Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffering from pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and systemic lupus erythematosus ('autoimmune disorder: lupus') in an adult female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash and joint swelling. Concurrent conditions included blisters, hot flashes, rheumatoid arthritis, headache, migraine, dizziness, nausea and joint pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: findings: the appearance of the concave contour of the uterine fundus suggestive of arcuate uterus. Impression: successful bilateral essure placement with bilateral tubal block. Pathology test - on (B)(6) 2018: surgical pathology uterus, cervix, bilateral fallopian tubes and bilateral ovaries, hysterectomy and bilateral salpingooophorectomy: chronic cervicitis, proliferative endometrium, no diagnostic abnormality of myometrium, functional changes of bilateral ovaries, fallopian tubes without diagnostic abnormality on full crosssection. One paratubal cyst. Gross description: first ovary measures 2.5 cm in greatest dimension with a 1.0 cm cystic area filled with hemorrhagic material. Second ovary measures 2.8 cm in greatest dimension with a 0.7 cm cystic area filled with hemorrhagic material. Lot number: 823471, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffering from pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and systemic lupus erythematosus ('autoimmune disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash and joint swelling. Concurrent conditions included blisters, hot flashes, rheumatoid arthritis, headache, migraine, dizziness, nausea and joint pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: findings: the appearance of the concave contour of the uterine fundus suggestive of arcuate uterus. Impression: successful bilateral essure placement with bilateral tubal block. Pathology test - on (B)(6) 2018: surgical pathology uterus, cervix, bilateral fallopian tubes and bilateral ovaries, hysterectomy and bilateral salpingooophorectomy: chronic cervicitis, proliferative endometrium, no diagnostic abnormality of myometrium, functional changes of bilateral ovaries, fallopian tubes without diagnostic abnormality on full cross-section. One paratubal cyst. Gross description: first ovary measures 2.5 cm in greatest dimension with a 1.0 cm cystic area filled with hemorrhagic material. Second ovary measures 2.8 cm in greatest dimension with a 0.7 cm cystic area filled with hemorrhagic material. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: autoimmune disorder: lupus were added.new reporters were added.concomitant conditions, lab data and dob were added.removal and insertion date were updated as per pfs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffering from pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2018, one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.